Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an issue connecting their sensor to their transmitter. Blood glucose value was 49 mg/dl at the time of the incident and later 500 mg/dl. The customer treated their high blood glucose reading with the insulin pump, water and a nap. The customer treated their low with orange juice and crackers. Troubleshooting was performed and the devices were connected. Nothing will be replaced or returned.